Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had normal blood glucose levels of 94 mg/dl. The customer requested assistance calibrating the sensor on her new insulin pump. The customer also reported that the insulin pump would beep at random times. The customer reported checking the insulin pump after every beep but nothing on the insulin pump indicated an alarm or alert. Troubleshooting was done. The insulin pump passed the self-test. The customer was assisted in changing the settings on the insulin pump from beeping to vibrate mode. No additional information was provided.